Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a3b, a4, a5, and a6: no information available. Block h4: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The u-cup seal was installed improperly by user, therefore causing a leak in the breathing system. This is a use error. There was no reportable malfunction. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.